Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they did not receive a low battery alert prior to the replace battery alert. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received pump error 25 confirmed in pump history file and unexpected battery power loss shown in power graph due to connector resistance issue.